Event description:
A report was received on 09 jan 2026 from the home therapy nurse (htn) of a non-verbal 33 year old male patient with a complex medical history, who stated the patient experienced a decrease in blood pressure (87/55 mmhg) and became unresponsive during a hemodialysis treatment on (B)(6) 2026. Treatment was terminated with rinseback, symptoms resolved and emergency medical services (ems) were contacted. Additional information was received on 14 jan 2026 from the htn who stated that the patient was admitted to hospital without an anticipated discharge date.

Manufacturer narrative:
The cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).